Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a patient who has ¿had s+n since 2019¿, fell and ruptured his patella tendon which required a patellar component revision along with an allograft and a liner revision/exchange to a dished insert for additional stability. Responses to documentation/information requests had not been received as of the date of this investigation. The root cause was reportedly the traumatic fall. The patient injury beyond the subsequent revision could not be determined. No further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient had s+n since 2019. The patient fell and ruptured his patella tendon. The patella implant was removed and the patella tendon with allograft was performed. The liner was exchange to a dished insert for additional stability. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.